Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed lead migration. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Correction: a4 - patient weight has been updated.based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on 27 august 2022 wherein the lead was explanted and replaced to address the issue.